Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 1/21/2021. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.   H3 evaluation: complaint sample: complaint sample was not received for investigation. Five retain samples were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects, but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects, but no such defects were observed. The needles were inspected for any attribute defects, but no such defects were observed. The retain samples were tested for knot pull tensile strength & needle pull test and found to meet the specification. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the batch card review, it was observed that there was no issue related to the suture quality and processing of this incident lot. As the complaint is related to performance - breakage suture, as well as pull performance ¿ pull of suture-needle, knot tensile strength test and needle pull-off test is applicable & measurable parameter. Knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. The average knot pull tensile strength value of the retain sample was found to meet the usp average knot pull tensile strength requirement. As the complaint is also for performance ¿ pull of suture-needle, needle pull-off test is applicable & measurable parameter. Needle pull-off test was performed over five retain samples to check the behavior of the swaging process. The average needle pull value of the retain sample and value at release was found to meet the average usp requirement. All the individual needle pull-off and knot pull tensile strength values were found to meet the requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was surgery delayed due to the reported event? No, action taken when event occurred? They have used same sutures with different batch number., no complications were reported. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a tah procedure on (B)(6) 2020 and suture was used. During the procedure, the suture thread was not strong and got cut in between. There were no adverse patient consequences reported. Additional information was requested.